Event description:
A report was received that the patient is having difficulty charging his ipg. The physician has recommended that the patient's ipg be replaced. The patient does not want to proceed with the revision surgery.

Manufacturer narrative:
This is the final report.